Manufacturer narrative:
A partial lead with the lead tip measuring 49.7cm was returned for analysis. Externalized conductors due to internal insulation abrasion were noted at 12.0-14.5cm from the distal tip. Internal insulation abrasion was noted at 7.2-8.0cm, 7.5-7.7cm, 12.5-13.5cm, 15.0-16.0cm, 17.0-18.6cm, and 32.3-32.4cm from the distal tip. Internal insulation abrasion under the svc shock coil was noted at 19.9-20.4cm, 20.7-21.0cm, and 21.7-22.0cm from the distal tip. The etfe coating was intact at these locations. Internal insulation abrasion under the rv shock coil was noted at 4.5-4.9cm from the distal tip. The etfe coating was abraded at this location. Internal insulation abrasion was noted at 9.5-10.5cm from the distal tip. One sensing conductor etfe coating was abraded at this location, consistent with the observation from the field of noise.

Event description:
It was reported that during follow up, noise was observed. Lead fracture and externalized conductors were noted. Lead was explanted and replaced. The patient tolerated the procedure well with no immediate complications.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.